Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient feels shocks when bending over in jeans, or getting in/out of the bar. They tried decreasing from 1.2 to 1.0 to 0.8 and changing programs. Agent did not ask about the circumstances that led to the reported issue. Patient services reviewed option of changing programs again or turning stimulation off until this is addressed by the doctor. The issue was not resolved through troubleshooting. The patient is frustrated and wants to cut the stimulator out themselves.